Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
Localize clinical study. It was reported that the patient experienced an arrhythmia. On (B)(6) 2018, following an ablation procedure in the left atrium with an intellanav mifioi, the patient experienced an episode of left atrial flutter during the blanking period. The patient only required medical attention for a brief episode of palpitations, not hospital admission. The patient did not require intravenous medication and there was no clinical worsening. The event resolved on (B)(6) 2018. It was further reported that the event date was (B)(6) 2018. The ae term was also updated to atypical flutter. On (B)(6) 2018, the patient's flecainide was stopped.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
Localize clinical study. It was reported that the patient experienced an arrhythmia. On (B)(6) 2018, following an ablation procedure in the left atrium with an intellanav mifioi, the patient experienced an episode of left atrial flutter during the blanking period. The patient only required medical attention for a brief episode of palpitations, not hospital admission. The patient did not require intravenous medication and there was no clinical worsening. The event resolved on (B)(6) 2018.